Event description:
A male reported experiencing an eye infection and acute iritis while using renu with mositureloc multi-purpose solution. According to medical records, the patient presented to a hospital in 2006 complaining of photophobia, redness and lacrimation for the previous three days. The physician diagnosed the patient with iritis in the right eye. The patient was prescribed pred forte (1 hourly for 1 day; 2 hourly for 2 days; 3 hourly/6x per day until seen by another physician) along with cyclopentolate 1% (three times daily). Three days later, the patient presented to a physician's office with symptoms of light sensitively, ocular pain, blurred vision and eye redness. The physician noted that the light sensitivity and ocular pain were less than before. Upon examination, the physician confirmed the iritis diagnosis in the right eye and prescribed pred forte (hourly basis) and xibrom (twice daily). Cyclogyl treatment was also continued. Due to insurance coverage, xibrom treatment was changed to acular ls ( 1 drop four times daily). Two days later, the patient had a follow-up appointment with the physician and noted slight blurriness and dilation. The patient was examined and the physician indicated that the iritis in the right eye was improving. Pred forte was tapered (every two hours for three days; every four hours for one week; four times daily for another week); cyclogyl was discontinued and acular ls treatment continued. After 25 days, the patient had a final appointment with the physician and stated that he was doing fine. The physician again noted that the iritis was improved. Pred forte was tapered (twice daily for one week; once daily for one week followed by discontinuation); acular ls was to be discontinued in two weeks.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aceptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigation this link but in the meantime, we are taking the most responsible action I in the interest of our customers by discontinuing the mositureloc formula and recalling all distributed product.